Manufacturer narrative:
Final device investigation found that the device was returned in a closed position with a clip hanging on the tip of the device. The jaws of the device appeared to be in alignment, and the clip retainer and push fork were in proper position. Upon evaluation, the device was cycled, fed and produced the remaining 26 clips intended. The device then locked out as designed. The device history record was reviewed, and no discrepancies were noted. A sticker on the packaging of the device states "attention...activate the handle before use to load first clip."

Event description:
It was reported that during an anterior lumbar interbody fusion (alif) surgery, a clip tore the left common iliac vein. The vein was repaired with suture. Another device was used to complete the procedure. There were no other injuries. It was later reported that no clips were successfully fired prior to the event. The vessel was torn when the device was fired and there was not a clip in the device. The empty jaws of the device tore the vessel.